Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime/ compromised force sensor and no delivery tests. There was no excessive "no delivery" alarm noted. The pump was received with broken reservoir tube lip, missing reservoir o-ring, scratched lcd window and bleeding on lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had a no delivery alarm and physical damage. The blood glucose at the time of the incident was 80 mg/dl. The customer performed troubleshooting was able to resolve the no delivery. However the customer states the pump had physical damage, due to normal wear and tear. The customer state the pump has cracks, missing pieces, and a dark spot on the screen. The device will be returned for analysis.